Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 17-apr-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a plastic bag stuck to a piece of tape inside a sealed non- johnson & johnson pouch. A patient sticker was also received. During a visual inspection, the device was inspected under magnification. The lens was coated in viscoelastic reside. The lens was cleaned and inspected. No issues that could cause or contribute to the complaint issues were observed, and no issues were identified. No further evaluation was performed. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively due to patient complaints of blurry near vision and glare, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson iol, ccwtt0 14.5 diopter lens. There was no incision enlargement, no medical attention, no medication prescribed, no patient injury, no procedural delays, no sutures, and no vitrectomy during the lens exchange procedure. Patient's vision pre-operative was 20/80 and post-operative was 20/20. The patient¿s daily activities were not significantly affected and status post lens exchange was reported as fully recovered. No further information is available.